Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient was seen in the clinic on (B)(6) 2020 and reported no issue with charging since receiving a new recharger.

Manufacturer narrative:
Report source: foreign: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had a heart condition and was defibrillated the year prior. Since that event, the patient alleged that they had more frequent charging. The patient was charging every day. It was noted that before the defibrillation, it was taking the patient one and a half hours to charge from 10%/20% to 100%. The rep provided information from the physician programmer charging statistics: average coupling was six of eight boxes, average duration was one and half hours, average interval was 0, there was a recharge session on (B)(6) 2019 for which no statistics were provided, there was a recharge session on (B)(6) 2019 for one and a half hours and 75%, and there were four sessions on (B)(6) 2019 totaling four hours for 50%-100%. Additional information was received from the rep. It was reported that an impedance check was ok, battery life was ok, and stimulation was felt over the pain area. The patient claimed that they had an average recharge time of three to six hours per day to recharge from 10% to 100%, but in the physician programmer they had access to three sessions which had an average time of one and a half hours to recharge from 10% to 100% with one session done per week. It was noted that considering that the patient claimed to recharge every two weeks prior to the defibrillation and that the patient was now claiming that recharging needed to be done every day, the recharge frequency seemed not appropriate; however, there was a discrepancy between what the patient said and what the physician programmer showed. It was reported that the cause of the recharging issue was the use of the defibrillator. Following the advice of the manufacturer's technical services, the patient was asked to fill a recharge diary for a period of four to six weeks before coming back to the hospital clinic for a follow-up. The patient was also told to recharge when the battery was at 30%-40% of its capacity. It was noted that this information was confirmed with the physician/account.